Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultralink meter does not turn on. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with an insulin pump. The power issue began on (B)(6) 2010, around mid afternoon. The patient reportedly developed symptoms of "thirst and hungry" immediately after the onset of the product issue. At that same afternoon, the pt tested on another meter at "525 mg/dl". Per the pt's sliding scale insulin regimen, the pt allegedly took 22 units of insulin. During troubleshooting, the customer care advocate verified that the subject meter did not turn on with the power button pressed or with the test strip inserted. Based on the info provided, the battery did not need to be replaced. This complaint is being reported due to the power issue. There is no evidence the pt suffered a serious injury due to the reported issue. Given the short time between the onset of the alleged issue and the reported symptoms, the pt likely felt symptomatic prior to or when the issue began. Therefore, the meter did not contribute to the pt's symptoms. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.